Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip device was returned for evaluation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The bypass tube is dislodged, and the carrier tube is in rear lock position. The anchor is present on the carrier tube. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely cause is obstruction at the device tip, preventing the anchor from deploying. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when the angio-seal was used, shuttling occurred; the anchor was not placed and came back into the sheath. The device was not used, and manual compression was applied for thirty (30) minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc. The procedure before deploying the device was unknown. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was the right common femoral artery. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).